Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va19e9c, implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neuros timulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient developed an infection with drainage at the implantable neurostimulator (ins) pocket site; an explant procedure was being scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.